Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section a3b: unknown section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a huge gouge down in the center of the preloaded intraocular lens (iol).the originally planned procedure was completed in the same day, using a backup iol of the same model and same diopter. The issue was discovered during the case. From additional information it was learnt that after the lens insertion into the patient's eye, the doctor had noticed a gouge in the lens. The issue was identified after the implantation of the lens. There was no patient injury reported. There was no medical/surgical intervention required. Account indicated that balanced salt solution (bss) was used as a cartridge lubricant and it was introduced into the cartridge at the cartridge canopy. No further information provided.